Manufacturer narrative:
The insulin pump was returned for pump error 25. Detailed trace analysis does not confirmed pump error 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes or battery loaded voltage was less than 3.5v for four consecutive hours. However, pump error 25 found at the long trace history file; pump error 25 might have being trigger by an intermittent non-sleep anomaly. The insulin pump was received with operating currents within specification and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.

Event description:
It was reported that the customer's insulin pump kept suspending delivery after they replaced the battery in the insulin pump. The customer stated that the suspend delivery was due to receiving the pump error 25, which occurs with a power system error. The customer's blood glucose was 17 mmol/l. Troubleshooting was done. The customer was able to successfully bolus into the air. Advised customer to revert to a back-up plan per healthcare provider's instructions and discontinue use of the insulin pump. However, the customer declined and stated that he had to use the insulin pump due to no back-up plan. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.